Event description:
The patient came in reporting pain and instability due to a leg length discrepancy. About 7 months after the primary surgery, the surgeon revised the head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 21 november 2022 lot 21c0053: (B)(4) items manufactured and released on 26-oct-2021. Expiration date: 2026-oct-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.